Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Possible oversensing of left ventricular signals on the rv channel was also noted. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).